Event description:
It was reported while using one (1) bd bbl¿ gram stain kit, there was precipitate present on the slides. There was no health impact or consequence reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D4. Medical device lot: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary- this memo is to summarize findings on the complaint related to kit gram stain stabilized, catalog number 212539, batch number unknown, complaint # (B)(4) for solution appearance. Background: components are mixed and dispensed into the appropriate containers. After qc testing product is released and transported to the distribution center. Batch history review: a review of the batch history record could not be completed as no lot number was provided. Complaint history review: the complaint trends were reviewed for a period covering 12 months. During that time, there have been no trends for this product. Returned material analysis: no returns or photos were provided. Unable to test retentions as no batch number was provided. Investigational testing/review: the customer reported there was a precipitate in the product. No additional testing can be performed as no batch information was provided. Conclusion: this complaint cannot be confirmed based on the information provided. Bd will continue to trend solution appearance complaints and assess product intended uses against regulatory requirements.

Event description:
It was reported while using one (1) bd bbl¿ gram stain kit, there was precipitate present on the slides. There was no health impact or consequence reported.